Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. It was determined that there had been a failure of the imaging unit due to a faulty charged coupled device (ccd). In addition, the cable was found to be buckling. The review of the device history record (DHR) did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. It has been over 15 years since the subject device was manufactured. The investigation was unable to determine the cause of the ccd failure. A supplemental report will be submitted if any additional information becomes available. Olympus will continue to monitor the field performance of this device.

Event description:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. It was determined that there had been a failure of the imaging unit due to a faulty charged coupled device (ccd). In addition, the cable was found to be buckling.

Manufacturer narrative:
This supplemental report is submitted to provide additional information from the customer and applicable corrections.

Event description:
The customer reported to olympus, there was no image on the camera head prior to a therapeutic transurethral resection (tur) procedure. The procedure was delayed by a few minutes but the patient was not under general anesthesia at the time of the delay. The procedure was completed with a similar device (same model number as the subject device). There were no reports of patient harm associated with this event.

Manufacturer narrative:
This supplemental report is submitted to provide additional information regarding the manufacturing date of the subject device. The device was manufactured in 2005, but the specific date is unknown.